Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: universal cord malfunction caused abnormal image (black and white). The most probable cause of the complaint is cause traced to component failure three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited an abnormal image (black and white). There was no patient involvement.